Event description:
Healthcare professional reported, left side deflation. And implant exchange from textured to smooth implant. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, crease fold, yellow calcification, on the surface of the shell 30%. Leak test was performed, and found opening on radius. A microscopic analysis was performed which identify, sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Delamination of the plug strap. The fill test inspection was performed, the result is no blockage.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and implant exchange from textured to smooth implant. Device has been explanted.